Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of a minicap transfer set; further described as "the navy part completely screws right out of the baby blue part". This occurred after peritoneal dialysis therapy when disconnecting from the amia cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation with a mini cap connected to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence present on the female connector indicating the insert chip was present during the assembly process. The insert chip was dislodged during separation of the transfer set. There was no evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.